Event description:
On (B)(6) 2022, a teleflex endotracheal (intubation) tube was reported to have a loose connector near the mouth. This did not impact the intubation of the patient but required additional effort to ensure the connection remained secure until it could be changed. This was reported to the manufacturer who was already in the process of replacing all the et tubes in use due to a different issue (recall of balloon strength). The new tubes were in use for a short period of time when the same occurred. On (B)(6) 2023, the hub connector separated from the second batch of the et tubes during a manual bag connection. Again, this issue required additional effort to ensure a safe connection until the tube and connector could be changed. This was reported to the manufacturer immediately. No patients were harmed but there was potential for serious injury or death. Ref report: mw5114418.